Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported by the customer that, 'the main parts they replace are pump module pressure sensors and pump module door latches'. No products available for investigation. This issue was reported to bd representative during site visit. There was no patient involvement. No further information available.